Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in an unspecified location in the patient's anatomy. It was reported that the stent would not deploy and was no longer visible on the balloon catheter. The location of the stent is not known. There was no other information reported relative to this event.